Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient was referred to a hospital, as they had developed an ulcer. The patient visited their ecp, and informed them that they wear their lenses in the shower. Upon examination, the ecp found deposits on the patient's lenses. The ecp's expert opinion is that the lenses were not the cause of the ulcer. A reasonable and good faith effort has been made to establish a line of communication and to gather additional information without results. Unable to obtain additional information, the patient's outcome is unknown.